Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. The reported meshing issue could not be replicated; no problem found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of the investigation a final/supplemental report will be submitted.

Event description:
It was reported that during surgery the device was not properly meshing. There was no harm, no delay, no damage to the taken graft, and no additional unplanned graft was needed. An additional device was used to complete the procedure. Diligence is completed and no additional information is available. No adverse event was reported as it relates to this event.